Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump alarmed with no delivery, weak battery, and battery out limit. Customer's blood glucose was 350 mg/dl. It was found that the infusion set cannula was bent, and when customer received another no delivery alarm, customer disconnected and reconnected the reservoir and infusion set. Customer was able to push insulin through with a plunger, primed again, and successfully passed 5 units through the pump. Troubleshooting for the battery-related alarms was declined.